Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin flow is blocked and the alarm cannot be cleared. The customer's blood glucose reading was 108 mg/dl at the time of incident. Troubleshooting found that the motor makes a different sound than normal and does not completely rewind. No further details provided.